Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08aug2019. The display was replaced. A graphic user interface (gui) assembly was return for analysis an investigation was performed. This customer reported dim display was caused by the failed cold cathode fluorescent lamp (ccfl) with lcd display. No other failures were identified with this customer returned gui assembly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a dim display. There was no patient involvement.